Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A photo was received and evaluated by baxter. The reported condition was confirmed. The assignable cause was that the there was an incorrect amount of coiled turns on the unit. A batch review has been performed and there were no exceptions noted during the manufacturing of this device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report an infusor that had entangled coiled tubing observed during filling. The actual sample is not available but a photo is available. There was no adverse event, patient injury or medical intervention associated with this report. Entangled coiled tubing got stuck between the housing and the volume indicator. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.